Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer stated they did try a battery from a fresh package prior to calling and are still experiencing low battery life. Customer was advised to clean battery cap with a dry cotton swab. Customer was advised to insert new energizer aaa alkaline battery and to wait 5 seconds before inserting new battery. Customer was advised that we will ship a replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 429 mg/dl. Customer was high because he removed the pump off to play football and declined to troubleshoot for high blood glucose. Customer took 4.8 units via the pump bolus to correct.